Manufacturer narrative:
Retainer ring: black on (B)(6) 2021 customer reports: blocked insulin flow. The problem is occurring very often even just when filling the cannula after changing the infusion set. Rfr codes: no delivery/occlusion alarm during priming. Device history download was successful using thus. Per visual inspection: minor scratched display window, case and keypad overlay stained. The p-cap / reservoir locked properly during testing. No damage on the retainer during visual inspection. Device power up properly after battery installation. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow block alarms noted during testing. During download review, no evidence of no delivery alarms found during complaint report date of (B)(6) 2021. However, from (B)(6) 2021 starting at 14:45 through (B)(6) 2021 17:56 there were 29 no delivery alarms per long trace history file, pump history file and adapt tool findings. Last no delivery alarm received prior to customer complaint was recorded on (B)(6) 2021 at 17:56:38. Events that occurred before alarm occurred, on (B)(6) 2021 at 17:44:54 a normal manual bolus of 9.0 u was programmed with an active insulin of 0.1 u. The bolus amount the insulin pump delivered was 9.0 u. At 17:47:12 the insulin delivery stop, reason for insulin delivery suspension = not seated. At 17:47:35 pump was rewind. At 17:48:55 a no delivery alarm. At 17:49:06 no delivery alarm was cleared and cannula tubing fill, fill amount delivered was 3.0996 and reservoir volume after fill at 134.925 u. At 17:49:55 battery was removed and inserted at 17:50:14. At 17:50:57 unit was rewind. At 17:51:59 no delivery alarm. At 17:52:15 no delivery alarm was cleared and cannula tubing fill, fill amount delivered was 2.7121 and reservoir volume after fill at 135.3 u. At 17:52:45 unit was rewind. At 17:54:28 unit alarmed no reservoir. 17:54:41 no reservoir alarm was cleared. At 17:55:27 unit was rewind. At 17:56:38 unit alarmed no delivery. In summary, customer allegation of no delivery alarms was not confirmed during testing. However, the customer complaint of no delivery alarms was confirmed via data analysis of insulin pump history files. Device may have had an intermittent failure not detected during our testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose and insulin flow block alarm. Blood glucose level at the time of the incident was 430 mg/dl. The customer stated that problem was occurring very often even just when filling the cannula after changing the infusion set. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will be returned for analysis.